Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: (B)(6) 2026, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, upon removal of the delivery catheter system (dcs) from the patient, the patient's systolic pressure dropped into the 40s. The cause for the pressure drop was not identified, and it was thought that the valve may have under-expanded, so a 25 millimeter (mm) balloon was inserted and inflated. After no pressure improvement, it was thought that the valve may have embolized, resulting in severe aortic insufficiency. Subsequently, a second valve was prepared while the patient was put on cardiopulmonary bypass (cpb). The second valve was inserted into the patient and advanced, however it was observed via transesophageal echocardiogram (tee) that the valve was in the correct position and there was no aortic insufficiency. Subsequently, an angiogram of the right iliac artery was performed, and a significant perforation was identified. It was attempted to repair the perforation, however the patient ultimately died before completion. Per the physician, the iliac perforation was the cause of death, and the patient's small iliac artery contributed to the perforation. A 4 hour procedural delay occurred as a result.

Event description:
It was reported, during the implant of this transcatheter aortic valve (tav) (serial: (B)(6)), in a patient with a bicuspid native aortic valve, a pre-implant balloon dilation was performed. A 22fr non-medtronic (gore dryseal) sheath was used to pass the delivery catheter system (dcs) through the right iliac artery. Following the successful implant, upon removal of the dcs from the patient, the patient's systolic blood pressure dropped into the 40s mm hg. The cause for the blood pressure drop was not identified, and it was thought the tav was under-expanded, so an emergent post-implant balloon dilation was performed using a 25 mm non-medtronic (z-med) balloon. After no improvement to the blood pressure, it was thought the tav may have embolized resulting in severe aortic insufficiency. Subsequently, a second tav (serial: (B)(6)) was prepared while the patient was put on cardiopulmonary bypass. The second tav was inserted into the patient and advanced in attempt to implant it within what was thought to be an embolized valve; however, it was observed via transesophageal echocardiogram, the tav was in the correct position and there was no aortic insufficiency. The second tav was not implanted and was withdrawn from the patient. It was still not recognized why the blood pressure was down. Subsequently, an angiogram was performed of the right iliac artery and a significant perforation was identified. An attempt to repair the perforation ensued and a four-hour procedural delay occurred as a result; however, the patient ultimately died before completion. The patient's "too small" iliac artery contributed to the perforation and per the physician, the iliac perforation was the cause of death. Additional information was received to report the minimum access vessel diameter was 5.5 mm. It was confirmed the tav was not under expanded. There was uncertainty regarding when the right iliac artery perforation with internal bleeding occurred and it was unknown what device contributed to it. Per the physician, the 22 fr dilator could have contributed when was advanced through the iliac artery, the 22 fr non-medtronic (gore dryseal) sheath and the medtronic dcs could also have been contributors.

Manufacturer narrative:
Updated data: b5. D. Suspect medical device: expiration date, lot #, and full UDI # h4. Device mfg date h6. Corrected data: b2. Outcome attributed to adverse event - life-threatening was erroneously omitted from the initial 3500a medwatch report. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-34; brand name: evolut fx plus valve; serial #: (B)(6); implanted (B)(6) 2026, inactive-patient deceased medtronic product ID: evfxplus-34; brand name: evolut fx plus valve; serial #: (B)(6); inserted into patient, not implanted, withdrawn additional codes. Annex f code f1203 replaces f12; the remaining annex f codes were erroneously omitted from the initial 3500a medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.